Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. All operating currents are within specification. The off no power alarm functions properly. The insulin pump was unable to prime during prime test due to cracked end cap. We were unable to perform the occlusion test, excessive no delivery test and unexpected restart error test or verify empty reservoir anomaly and reservoir volume anomaly due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, scratched case and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 414 mg/dl. During troubleshooting for motor error alarm, it was found that customer worked at a hospital and hospital received a new MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer reported that insulin pump alerts that reservoir was empty when it was not empty. Customer was advised that insulin pump would need to be replaced.